Event description:
The customer reported intermittent erratic electrolyte results, for one patient, involving au400 clinical chemistry analyzer. The customer indicated the erratic results did not occur on all ion selective electrolyte (ise) analytes at one time and was not isolated to one ise electrode. The customer noted typically obtaining chloride (cl) and potassium (k) flyers then obtaining normal results upon reanalysis. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated quality control (qc) monitoring is performed prior to and after sample analysis. Calibration and qc recovery were within the specified acceptable ranges with no ise flyers. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced cracked buffer syringe case, realigned d-pot for proper dispensing, and replaced the mix motor and ion selective electrode (ise) buffer valve to resolve the issue. The instrument conformed to the manufacturer's published performance specifications.